Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported the patient had an MRI on (B)(6) 2024 and today was the first time getting the pump interrogated since then. The caller stated that the pump was reading motor stall, but the patient was not having any symptoms. The agent reviewed telemetry state, and the company representative interrogated the pump again and confirmed motor stall recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.